Manufacturer narrative:
Pump received with black shadow on the display due to warped/uneven pcb on the lcd board. No cosmetic damage noted. (B)(4).

Event description:
It was reported the insulin pump was returned for analysis. It was unknown why the insulin pump was returned. The customer's blood glucose was unknown.